Event description:
It was reported by a field service tech that a leaking condition was found with the handpiece while the equipment was being tested at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. Based on the investigation details, the reported event was confirmed, and a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.